Manufacturer narrative:
(B)(4).

Event description:
A catheter fracture was confirmed. Troubleshooting, actions and interventions were not reported. The pump delivered dilaudid and was changed to morphine 1 mg/ml. Add'l info has been requested, but was not available as of the date of this report.